Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coils'), fallopian tube perforation ('punctured the tubes and uterus while placing the device - fallopian tube.') And uterine perforation ('punctured the tubes and uterus while placing the device') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), intentional device use issue ("instead of informing the patient, they just add a 3rd or 4th or 5th coil") and complication of device insertion ("punctured the tubes and uterus while placing the device"). At the time of the report, the device breakage and intentional device use issue outcome was unknown. The reporter considered complication of device insertion, device breakage, fallopian tube perforation, intentional device use issue and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, intentional insertion of multiple contraceptive devices , fallopian tube perforation and uterine perforation and complication during insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coils'), fallopian tube perforation ('punctured the tubes and uterus while placing the device - fallopian tube.') And uterine perforation ('punctured the tubes and uterus while placing the device') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), intentional device use issue ("instead of informing the patient, they just add a 3rd or 4th or 5th coil") and complication of device insertion ("punctured the tubes and uterus while placing the device"). At the time of the report, the device breakage and intentional device use issue outcome was unknown. The reporter considered complication of device insertion, device breakage, fallopian tube perforation, intentional device use issue and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, intentional insertion of multiple contraceptive devices , fallopian tube perforation and uterine perforation and complication during insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.